Event description:
It was reported that a 21mm aortic valve was explanted and replaced with a 23mm valve after an implant duration of 9 years, 9 months due to severe stenosis, restricted motion, and mild transvalvular regurgitant jet. Per medical records the patient underwent redo-avr + aortic root enlargement + CABG x1 svg-lad. The replacement valve was sutured in place without incident. She was transported intubated to ICU in stable condition. Patient was discharged home in good condition on pod #5.

Manufacturer narrative:
H10: additional manufacturer narrative . Updated b5, b7, f10, and h6 per new information received. There can be several root causes of leaflet immobility or leaflet restriction. There may be cases where the leaflet or leaflets are not functioning as intended leading to stenosis/regurgitation. Depending on the severity of the leaflet immobility/leaflet restriction, surgical/percutaneous intervention may be indicated or required after the initial surgery. The device was not returned for evaluation, as it remains implanted. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event.

Manufacturer narrative:
The device was explanted > 0 days for unknown reasons. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. Re-operative valve surgery carries significant risk. The device was not returned for evaluation, as the device availability is unknown. Minimal information regarding this procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the event remains indeterminable. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 21mm aortic valve was explanted and replaced with a 23mm valve after an implant duration of 9 years, 9 months due to unknown reasons.